Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2018; 4598-88 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited dislodgement. It was noted the ra lead was able to be re-positioned. During the revision procedure, the helix of the rv lead could not be extended or retracted during repositioning. The physician attempted counterclockwise and clockwise rotations to no avail. The lead was then removed and replaced. No patient complications have been reported as a result of this event.